Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found the monopolar ports did not work and replaced the integrated electrosurgical unit (iesu/erbe) to resolve the reported issue. The system was verified and ready for use. Isi received the iesu/erbe and completed the device evaluation. The unit was analyzed, and failure analysis confirmed and reproduced the reported issue while testing the unit on an in-house system in normal mode.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the monopolar cords were not working. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and found no communication between the monopolar curved scissors (mcs) installed on universal surgical manipulator (usm) 4 and erbe generator. Prior to calling in, the customer had moved their monopolar to a third-party generator to continue. The tse inquired if it was possible to move the cord back to the erbe to troubleshoot, but the customer was not willing to. The tse explained the issue was likely related to the monopolar cord or instrument. The customer was continuing with the case. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system initially powered on without errors. A new instrument was used to resolve the issue. The procedure was completed robotically with a different electrosurgical unit (esu) generator that utilized foot pedal and all four universal surgical manipulators (us). There was no patient injury.